Event description:
It was reported that the percutaneous thrombolytic device (ptd) passed the function test before use. However, right after the doctor activated the driver, the basket stopped rotation. The doctor expressed his embarrassment as this had never happened and he has been using the ptd for a long time. There were no reported patient complications.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that during an esophagectomy procedure, when using the harmonic for dissecting tissue planes the harmonic started error coding. The device was removed from the patient and re-tested. During this process the active blade of the harmonic broke off and fell outside of the patient. There were no adverse consequences for the patient. The procedure was prolonged five minutes due to the difficulties encountered with this device. Apparently, no clips or staples were used at this point and it had not been activated against another instrument. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.